Event description:
It was reported that a patient underwent a surgical procedure in 2006 and mesh was used. The patient had to have mesh removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.